Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) advocate stated her daughter woke up during the night and felt hypoglycemic. Her blood glucose was tested on 2 contour meter next link 2.4 meters and the readings were approximately 200 and 30mg/dl. The daughter was given glucose and felt better. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.